Manufacturer narrative:
E1: patient city: (B)(6) patient country: puerto rico, united states h11 since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in puerto rico, united states it was reported that patient faced infusion set leakage event on (B)(6) 2024. The leakage was at the quick release. The infusion set was in use for few minutes. No further information available.